Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection showed the glue on the upstream occlusion (uso) seal and the downstream occlusion (dso) seal had come off or failed. This indicated a reportable malfunction due to the failure of both the uso and dso seals, and the reported issue was duplicated. The cause of the reported issue was a broken pwa board inside and a bend on the exterior of the housing. The connector was also bent due to tension from the remote dose accessory. The downstream/upstream occlusion seal were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because the dose cable did not respond. Upon physical inspection, the adhesive on the upstream occlusion (uso) seal and the downstream occlusion seal had failed. There was no patient involvement, no patient injury was reported.